Manufacturer narrative:
The patient died as a result of a bleeding event (see manufacturer report #3007042319-2014-00341). The hvad pump remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that hvad pump met all requirements for release. The most likely root cause of the sepsis event could not be determined based on the information provided. Investigations of complaints with similar circumstances were reviewed. Infections are known risks in patients with percutaneous lines and/or implantable devices. They are a known potential complication associated with all patients implanted with vads and are multifactorial in etiology. No additional information will be forthcoming.

Event description:
Post-operatively, the patient is reported to have developed severe generalized sepsis. Details regarding the patient's symptoms or his/her medications at the time of this event were not provided. Details regarding the source of the infection or the results of any diagnostic testing were not provided. Details regarding the treatments provided, if any, were not reported. This event was reported to be unrelated to the heartware device by the patient's treating physician.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.